Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire hydrophilic coating/nitinol section was broken 187cm from the proximal end and approximately 2.8cm of core wire was exposed which indicates the device encountered a significant force during the procedure. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The distal end of the guidewire was not returned. The guidewire ptfe coating was examined under magnification and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the guidewire (subject device) was fractured when it was removed from the patient during an avm case in which a microcatheter was placed to fill onyx. A snare device was used to remove the fractured wire and it was found the vessel was slightly hemorrhaged. Additional information provided by the customer indicated that no resistance was encountered when removing the guidewire from the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, no friction/resistance was encountered during the procedure, and the guidewire was not advanced or retracted with force. It is probable that the device broke during manipulation inside the microcatheter (not returned) or in the patient's anatomy. Based on the analysis, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events since these issues appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the guidewire (subject device) was fractured when it was removed from the patient's anatomy. Additional device was used to remove the subject guidewire out and it was found the vessel was slightly hemorrhaged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the guidewire (subject device) was fractured when it was removed from the patient's anatomy. Additional device was used to remove the subject guidewire out and it was found the vessel was slightly hemorrhaged. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.